Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that the pt involved was female (B)(6). In the picu, the swg was inserted in the pt's right subclavian, however, when it was time to remove, the clinician was not able to remove it at first. After several attempts to remove the wire by pulling with their hands, the swg was removed, but unraveled during the process. X-rays were taken, and no surgical intervention was necessary. There were no additional attempts, and no reported death or complications to the patient as a result of this occurrence.